Event description:
It was reported patient underwent a revision surgery approximately 13 years post implantation due to metallosis and pain. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Report source: japan. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01420. Customer has indicated that the product will not be returned to zimmer biomet for investigation, surgeon didn't approve for return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6. Visual examination of the provided pictures identified the articulation surface of the head and shell show damage and scuffing. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.